Event description:
Home inr monitor registered 2.1, patient developed bruising, headache, died in bed, autopsy showed large subdural hematoma. The inr manufacturer issued recall immediately after. Dates of use: (B)(6) 2014. Diagnosis or reason for use: closely monitor anticoagulation.